Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The complaint sample was returned and visually inspected. A monocular was used to inspect the device and it was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. A review of the device history record revealed no anomalies. Although a definitive root cause could not be determined, it is likely that the crack in the lens was due to improper handling of the device. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that the endoscope was blurry. It is unknown when the event occurred and how the surgery was completed. The product was not changed out and there is no known impact or consequence to the patient. Due to the unknown information, this event is being conservatively reported.